Event description:
It was reported that an 8120 pca display board was replaced because of a dim segment. There was no reported patient involvemen.t

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. Device not available for evaluation.